Event description:
A 3.0 x 23mm cypher select plus stent was noted "disassembled" and the balloon was noted " a little bit inflated". There was no patient injury reported. No additional information is available at the time.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.